Event description:
Per the clinic, the patient implant receiver stimulator magnet was improper positioned during the initial surgery. The patient underwent a revision surgery on (B)(6) 2024 under general anaesthesia to reposition the receiver stimulator magnet. The implanted device remains.